Event description:
Two stopcocks were leaking. The first was changed prior to the rn coming on shift and in her initial assessment she noted the stopcock to be leaking and changed it. One hour later, during her assessment she noted the 2nd stopcock to be leaking and changed it again. No further leaking was noted.